Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "devices being in a bad condition in less than 4 years.¿ healthcare professional reported rupture and capsular contracture, baker grade iii. This record relates to right side. Device explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified black particles material on the shell. Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported "devices being in a bad condition in less than 4 years.¿ healthcare professional reported rupture and capsular contracture, baker grade iii. This record relates to right side. Device explanted and replaced.

Event description:
Patient reported "devices being in a bad condition in less than 4 years.¿ healthcare professional reported rupture and capsular contracture, baker grade iii. This record relates to right side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed the event in the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the surface of the shell. Yellow particles observed on device surface. Crease flat observed on device surface. No further actions are required as the device was implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening striated on anterior side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell are observed. Crease fold observed. Wear abrasion observed.. No further actions are required as the device was implanted.

Event description:
Patient reported right side "devices being in a bad condition in less than 4 years.¿ healthcare professional reported rupture and capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported "devices being in a bad condition in less than 4 years¿. Healthcare professional reported rupture and capsular contracture baker grade iii. Ultrasound was performed. Device explanted and replaced with a non-allergan device. This record relates to left side.